Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers for the first reload were visible at the 2cm cut line. The clamping mechanism of the first reload was deformed and there was damage to the cartridge surface. Staple pushers for the second reload were visible at the 3cm cut line. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the damaged cartridge surface may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. There was no reported condition to confirm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy, the stapler was able to fire, there was poor staple formation, the staple line was incomplete centrally on the first device with a quantity of three. When they cut the arterial spleen halfway, the reload was stuck and could not force forward. The artery was ligated and held with a grasper the reload was pushed back. The second product and third device with a quantity of two were used before on the same case were pre fired by connecting and could not be fired. There was blood loss of 500cc or more and required blood transfusion. Surgical time was extended by thirty minutes or more. The incision was extended by more than 1 inch. The case was converted into an open procedure.